Event description:
(B)(4): it was reported that the ceiling cover from the visum led light suspension slid down the drop tube onto the suspension. There was no reported patient involvement and no adverse consequence reported.

Manufacturer narrative:
There was no reported patient involvement, therefore, no patient data exists. There is no expiration date for this product. The device manufacturing date is unknown at this time. Evaluation summary: a stryker field service technician went onsite and discovered that the retaining ring was no longer holding the ceiling cover up to the ceiling. The retaining ring is a ring of metal with three holes in it through which pressure screws are inserted. They are threaded the full span and apply pressure to the down tube to hold the ring and the ceiling cover in position. It was determined that the pressure screws were not tight enough causing the retaining ring to slide down the drop tube of the suspension along with the ceiling cover. It is unknown why the screws were not tight enough, but it is likely that they were not properly tightened during the last service or during installation. The field service representative returned the ceiling cover and retaining ring to their proper positions and tightened the screws to resolve the issue. No adverse consequences reported. This is not a single use device.